Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device was asking them to enter a password. Nurse tried powering device off and back on before calling. Advised that the device must go to biomed for evaluation. Noted to have biomed call them in the morning for coordination of repair. This device was borrowed from ICU and ER needs another device. Advised biomed can speak with engineering about getting a loaner to use while this one was repaired. Sn (B)(6). Per sample evaluation results on (B)(6) 2025, the device would not cool in decon. The root cause of the device not cooling during decon was determined to be a failed mixing pump.

Event description:
It was reported that the nurse stated the arctic sun device was asking them to enter a password. Nurse tried powering device off and back on before calling. Advised that the device must go to biomed for evaluation. Noted to have biomed call them in the morning for coordination of repair. This device was borrowed from ICU and ER needs another device. Advised biomed can speak with engineering about getting a loaner to use while this one was repaired. Sn (B)(6). Per sample evaluation results on (B)(6) 2025, the device would not cool in decon. The root cause of the device not cooling during decon was determined to be a failed mixing pump.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated upon receipt. The device would not cool in decon. The mixing pump was serviced. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.